Event description:
Boston scientific received information that two days after implant upon interrogation, the device vector had changed to primary from secondary implant. An x-ray was performed and revealed the electrode had moved to the left of the sternum. Defibrillation threshold (dft) testing was successful 65 joules (j) at implant and currently. Of note, the physician elected to use his fingers to perform dissection when tunnelling from the xiphoid process to the manubrium rather than the tunnelling tool. The electrode was sutured down. The pt also has loose skin, and along with the tunnelling technique, may have contributed to the electrode moving more towards the left. The electrode remains implanted and no further issues have been noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.